Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the connector was broken by deterioration. The event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU: operation manual ¿3.2 inspecting the connectors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the reprocessor cleaning tube attachment connector had a damage on mounting section, making it impossible to attach the cleaning tube. There were no reports of patient involvement.